Event description:
Hand switch on fluoroscopy unit was stuck and not functioning correctly during patient's exam. Approximate dose to patient was 26 rads.called manufacturer for service, received adequate response from manufacturer. Repaired and in use.